Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that immediately post-op, pt had vt with lidocaine gtt initiated. Inflow malposition - pt bmi 44, large lv, pointed anteroseptal. Transient power elevations noted. Therapeutic inr. On (B)(6) 2013 afternoon, pt notably 25.1w with 0rpm. Pump restarted.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.